Manufacturer narrative:
Operative notes were provided for review. Primary operative notes were unremarkable, stating stability through range of motion of the final components. Revision operative notes were provided. The notes state that upon incision it was discovered that the it band had atrophied severely, and the gluteus medius muscle was severely atrophied and fibrotic. The stem was noted to have a medial spot weld but only fibrous in-growth anteriorly, posteriorly and laterally. With the information provided, a root cause for the experienced loosening cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution tot he reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to pain and loosening of the femoral component.